Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient's device is registering high impedance. The device was turned off when the high impedance was found. All attempts for further information have been unsuccessful to date.